Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and sometime low. The customer reported when they had the blockage blood glucose was running 400 mg/dl something. The customer corrected with the pump. Blood glucose was 48 mg/dl. The customer corrected with food. The customer declined to troubleshoot for blood glucose. The insulin pump will not be returned for analysis.